Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the reported event, the device was unable to power up due to the main printed circuit board (pcb) being out of electrical specification. It was also noted that the lower case was broken, the ring cover, lead flex cover and both bail covers were broken, the keyboard was scratched, and the display was out of specification with missing pixels. (B)(4).

Event description:
It was reported that the external pulse generator had no output and a blank screen. It was further noted that the generator is part of a field action and has only just been located. The generator was returned for service. No patient complications have been reported as a result of this event.